Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history record review revealed no shipments of this product to this customer. The september 2007 15-month mid-uretheral slings complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. Our dfu (directions for use) indicates that vaginal erosion is a potential complication of sub-urethral sling placement.

Event description:
It was reported to boston scientific corporation that a patient had an obtryx mesh sling placed system in 2005. Post procedure approximately two years later in 2007, the patient returned due to leakage occurring. During the exam, and it was noticed that vaginal erosion occurred. The physician opted to excise the mesh at the sub urethral portion of the sling placement. The physician sutured the area that where the erosion occurred. According to the complainant, the patient was treated with premarin cream and antibiotics (unknown).